Event description:
On (B)(6) 2013, the manufacturer received a medwatch report from the user facility. The user facility alleged a critically ill pediatric pt was admitted to the hospital for influenza b, staph pneumonia, and renal insufficiency and was simultaneously receiving continuous renal replacement therapy (crrt) and extracorporeal membrane oxygenation (ECMO). The user facility reported that two fresenius hemodialysis machines were unable to maintain the proper temperature level if running the machine less than 500ml/hr. The reported problems with the machines resulted in pt being taken off of crrt for approximately 36hrs. During this time off of the machine, troubleshooting and attempts to fix the reported problems were unsuccessful. The risk manager reported this as a serious injury to the manufacturer due to the pt's delay in treatment and the additional/more frequent vancomycin, glucose, and chemistry testing which was done to monitor the pt. On (B)(6) 2013, upon contact with the risk manager, she stated that the pt expired due to respiratory, cardiac, and multiple organ failure which was not related to the treatment and hemodialysis machines. The manufacturer has requested additional event information, pt medical records, and treatment data. This information has not been received as of this writing.

Manufacturer narrative:
This complaint is being submitted as a reportable serious injury as alleged by the user facility. The risk manager reported, as a result of the pediatric pt's delay in the crrt treatment while the hemodialysis machine was evaluated and repaired, the pt required, additional (more frequent) vancomycin, glucose, and chemistry testing. A supplemental report will be submitted upon completion of the investigation.